Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to the emergency room feeling weird. Upon interrogation of the device intermittent rv capture was observed with high threshold. The patient's symptom was due atrial flutter and not due to the intermittent capture. Fluoroscopy was performed and physician noticed pericardial effusion. The ventricular lead was explanted via laser extraction and replaced. Patient is stable.